Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The user facility reported that the patient on impella 5.5 support, there was suction on p8 with hypotension which was resolved by lowering to p7. The impella was showing the inlet close to the septum and repositioning was attempted, but echo kept showing the inlet still close to the septal wall. The patient was shocked four times and was re-intubated. It was further reported that the patient was made dnr and expired on support.

Manufacturer narrative:
The investigation of positioning issues and low pump flow has been completed. The impella device was not returned for evaluation. The root cause of the low pump flow and positioning issues was not determined since there was a lack of clinical details, no product returned, and insufficient data logs. The patient had a history of ventricular tachycardia (vt) with an automatic implantable cardioverter defibrillator prior to impella support. The patient went into vt storm. The medical team did not attribute vt to the impella, thus h6 was revised to remove 1721 and changed to 4445.